Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had short in the camera. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to a damaged charge-coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.